Manufacturer narrative:
Pump received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump steady white light on the display. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and also had partial display. Customer's blood glucose value was 47 mg/dl at the time of the incident. Customer will be returned device for analysis.